Event description:
New information noted that the patient was seen at follow-up visit, the incision was clean and healing well and patient was stable.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when the patient presented to clinic for a regular follow-up, redness and bruising at outside incision with a scab was observed. No drainage noted. The patient started antibiotics. This patient had an infection not caused by device and was seen again and will continue on antibiotics.